Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A health care provider (hcp) reported the patient programmer did not work with the antenna and there was no communication. Unplugging the antenna and placing the programmer directly over the implantable neurostimulator (ins) resolved the issue. On the following day, the patient received the replacement programmer and the programmer worked without the antenna. The programmer would not connect with the antenna. The patient suspected the old antenna was the issue. No patient harm was reported. The patient's indication for use is parkinson's dual.